Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I free t4 reagent kit, list number 07p70-30, longford to alinity I processing module, 03r65-01, irving ia/cc. MDR number 3016438761-2024-00279 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated alinity I free t4 results for multiple patients. The customer observed initial results of >64.3 pmol/l, but when the sample is repeated, the values are within reference range (reference range 9.0- 19.1 pmol/l). The following example data was provided: (B)(6) 2024 sid (B)(6) initial result was >64.3 pmol/l, repeat = 15.9 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I free t4 results for multiple patients. The customer observed initial results of >64.3 pmol/l, but when the sample is repeated, the values are within reference range (reference range 9.0- 19.1 pmol/l). The following example data was provided: (B)(6) 2024 sid (B)(6) initial result was >64.3 pmol/l, repeat = 15.9 pmol/l there was no impact to patient management reported.